Event description:
The neuron 070 kinked during the procedure. No pt injury associated with the malfunction.

Manufacturer narrative:
Technical evaluation: the catheter had proximal kinks at 6 and 43 cm from the hub. There were three distal kinks at 13, 14, and 21 cm from the tip and a flat section 19 cm from the tip. The exact location of the kink that occurred during the procedure was not indicated in the incident description. However, it is believed that the proximal and mid section kinks may have been caused during shipping back to penumbra for evaluation. The distal kink at 13 cm shows some indication of delamination and gaps between the coils. The gap creates a weak joint that leads to kinking. The kink 14 cm from the tip was probably due to manipulation of the catheter in tortuous anatomy. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-03.b, (lot # l13997). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l13997) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.